Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, high out of range pacing impedances, and high pacing thresholds with potential loss of capture. Boston scientific technical services (ts) recommended turning the minute ventilation signal off. This reduced the noise but some noise was still present. Ts then suggested programming the lead to unipolar mode and the impedances and thresholds returned to within normal limits. A fracture of the outer conductor coil is suspected. The patient is not dependent on atrial pacing and this ra lead remains in service. No adverse patient effects were reported.